Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI #: (B)(4). Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with a 27mm mitral pericardial valve exhibited a small central regurgitation after an implant duration of three (3) years and three (3) months. As reported, the patient was re-hospitalized due to weakness, chest tightness and palpitations. The blood test performed showed anemia, and the echo showed a small central regurgitation of the mitral valve ef of 55%, moderate regurgitation of the tricuspid valve, and a small amount of regurgitation of the aortic valve. The patient was treated with blood transfusion and nutritional support which improved circulation and other symptomatic treatment. Patient condition improved and the patient was discharged. The patient was hospitalized approximately one (1) year after presenting moderate paravalvular leak (pvl) on the mitral valve. The tricuspid valve presented moderate regurgitation and the aortic valve exhibited a small amount of regurgitation. The subject refused surgery for the mitral pvl. The patient received blood transfusion, iron supplementation, anticoagulation and other symptomatic treatment. The situation improved and the patient was discharged. Approximately one (1) month after the last hospitalization, the patient was re-hospitalized due to increased body temperature for five (5) days. Endocarditis was ruled out. An echo performed revealed the double atrium enlarged, especially the left atrium. The inner diameter of the biventricular chamber was normal. The ventricular septum and left ventricular free wall thickness were normal and the contraction amplitude was normal. The circumferential quadrant of the mitral valve bioprosthetic valve, and the echo of the annulus and the periorbital tissue were separated about 2 mm. The annulus activity was not large and the valve leaflet closure was poor. The average pressure difference of the mitral bioprosthetic valve was about 4 mmhg and presented a small amount regurgitation. The patient presented gastrointestinal bleeding and an improvement of the anemia. As reported, indication for initial mitral valve replacement was due to mitral valve dysfunction. Post-operative regurgitation was noted as +1. At 3-month follow-up, tests revealed the valve function to be normal. The surgeon considered this to be an expected event.